Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose was 140 mg/dl. The customer stated that the alarm did not occur while trying to change settings on pump using paradigm pal software. The customer stated that the alarm occurred right after a battery change. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer was advised that the device would not be usable and asked to voluntary return, patient declined.